Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 255 mg/dl. She retested using another meter and received readings of 122 and 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot and insisted her meter be replaced. No product will be returned.